Manufacturer narrative:
E1: initial reporter phone no: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of two (2) buretrol solution administration sets leaked. The issue occurred during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Expiration date: february 2026. Lot was manufactured in march 2023. The actual devices were not available; however, photographs of the samples were provided for evaluation. The photographs were visually inspected and no leaks were identified. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.